Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #: 2916596-2018-01549. This report is being submitted as additional information. Unique identifier (UDI) #: (device identifier) ¿ device was manufactured prior to the UDI labeling implementation. Age of device: 4 years, 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2018, it was reported that the patient¿s lactate dehydrogenase (ldh) was rising. No other clinical symptoms were reported. Additional information was requested, but not yet provided.